Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a pump module had a channel disconnect alarm while infusing heparin. After the 1st occurrence, both pcu and all attached pump modules were replaced. Other infusions running at the time were fentanyl, propofol, and norepinephrine. It was further reported it happened a second time. After second event, just the pcu was replaced. Upon further follow up with customer it was noted one the pump modules infusing heparin had a corroded pin. There was a patient involvement but no harm.

Event description:
It was reported that a pump module had a channel disconnect alarm while infusing heparin. After the 1st occurrence, both pcu and all attached pump modules were replaced. Other infusions running at the time were fentanyl, propofol, and norepinephrine. It was further reported it happened a second time. After second event, just the pcu was replaced. Upon further follow up with customer it was noted one the pump modules infusing heparin had a corroded pin. There was a patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported is a concomitant. Please refer to manufacturer report number 2016493-2022-131383, which captured the correct suspect device per investigation report.